Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user attached the connector to the cartridge before inserting the cartridge into the ilet, which led to insulin leaking from the cartridge and insulin expelling through the infusion set and tubing while connected; the user was disconnected for several hours without supplies and was eating candy, and a highest blood glucose of 290 mg/dl occurred for about four hours until insulin delivery resumed after a full supply change and corrective algorithm guidance. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included temporary interruption of therapy without need for medical care or external assistance. Investigation included troubleshooting and user education on correct cartridge and connector setup. Investigation of this case revealed user technique error during cartridge installation, with the infusion set and cartridge implicated as involved components. It was concluded, based on previously established findings for similar reports, that the cause was user technique.